Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a contour ureteral stent was used during a ureteroscopy procedure in the ureter, performed on (B)(6) 2021. According to the complainant, during the procedure and inside the patient, when the physician attempted to deploy the stent, it was noticed that the contour ureteral stent kinked and buckled at the distal end. When removing the guidewire the stent dislodged. Another contour ureteral stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event.